Event description:
The bone scalpel was used for the laminectomy, while it was on the mayo stand it was noticed by the surgical technician that the tip was broken off. The broken tip was also on the mayo stand. The surgeon was made aware of the incident and the scalpel was removed from the field. The incident was reported to the manager. The broken instrument was taken to materials handling manager after the case.